Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump wake button difficult to press. After using force to press the button, the pump display came on and the button was working appropriately. Blood glucose was 250 mg/dl.